Event description:
The customer reported intermittent occlusion alarms on their insulin pump. To address the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin using the pump. There was no adverse impact to customer¿s blood glucose level.